Manufacturer narrative:
An event of "leaflet tear, decreased leaflet mobility, stent creep, calcification, suture line disruption, fracture, paravalvular leak, inappropriate sizing, and neurologic embolism" was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however information from the field indicated the patient had earlier been admitted with cardiogenic shock due to sepsis, which was caused by staph aureus and subsequently treated with steroid therapy, prednisolon, and linezolid.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2017, the patient reported dyspnea and was hospitalized due to mild cardiac decompensation reportedly due to valvular stenosis. The patient's diuretics were increased and the patient was discharged on (B)(6) 2017 and told to follow up in (B)(6) 2017. On (B)(6) 2017, the patient was admitted with cariogenic shock due to sepsis caused by staph aureuss unrelated to the product. Structural valve deterioration was noted during the patient visit. The patient was treated with steroid therapy, prednisolon, and linezolid. On (B)(6) 2017, leaflet tear, decreased leaflet mobility, stent creep, calcification, suture line disruption, fracture, paravalvular leak, inappropriate sizing, and neurologic embolism were noted. On (B)(6) 2017, a tavi procedure using a 23 mm edwards sapien 3 was implanted to resolve the issue. The patient is reported to be stable. (Clinical study patient ID: (B)(6)). Manufacturer report number: 3001743903-2017-00025.